Manufacturer narrative:
Quality control was acceptable before patient testing. The field service engineer discovered one of the sample probes not seated properly. He removed the probe and seated it correctly. He checked the sample probes pipetting and cleaned both sample probes. He verified the sample probes and pipetting were acceptable. He initialized the instrument, checked the cuvettes, and lubricated the modules. He checked the cuvettes within the modules and the transport line. He checked the wash solution float level. He verified the initialization and ise module were acceptable. (B)(4).

Event description:
The initial reporter received questionable alb2 albumin gen.2, chol2 cholesterol gen.2, and gluc3 glucose hk results for three patients from a cobas integra 400 plus. The initial results were not reported outside the laboratory. The customer repeated the same patient samples the next day for confirmation. On (B)(6) 2020, patient 1¿s initial alb2 result was 6.0 g/dl with a data flag and repeated 0.0 g/dl with a data flag. On (B)(6) 2020, the patient¿s alb2 result was 4.6 g/dl. On (B)(6) 2020, patient 2¿s initial alb2 result was 6.0 g/dl with a data flag and chol2 was 7 mg/dl. The sample was repeated and the alb2 result was 0.0 g/dl with a data flag. On (B)(6) 2020, the alb2 result was 4.4 g/dl and chol2 was 278 mg/dl with a data flag. On (B)(6) 2020, patient 3¿s initial gluc3 result was 1 mg/dl with a data flag, and the repeat result was 103 mg/dl on (B)(6) 2020. Patient 2 is a (B)(6) year old female with a date of birth of (B)(6). Patient 3 is an (B)(6) year old female with a date of birth of (B)(6). Patient 2 and patient 3 were inpatients in the hospital when the samples were drawn. The reagent lot number and expiration date for alb2, chol2, and gluc3 were requested but not provided.